Event description:
The manufacturer received information alleging a ventilator's display was defective. No harm or injury was reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, issues related to the sensor board and inverter board were observed. The device's inverter board were replaced to address the issue.